Manufacturer narrative:
This is one of two related reports. This report represents the first pump (impella cp). Another report will be submitted to represent the third pump (impella 5.5). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 55-year-old female patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). Four days after impella insertion, the device was removed with an escalation of therapy to an impella 5.5. After removal, the patient required a covered stent on the right common femoral artery (cfa). Tissue plasminogen activator (tpa) 4mg was injected into the distal superficial femoral artery (sfa) to dissolve clot. Three units of packed red blood cells (prbcs) was transfused. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 2.6l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
Additional information has been provided in g3 and d1 ppae (thrombosis/ vascular dissection) : the root cause of the injury was unable to be determined due to insufficient clinical details.